Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic diffuse pain") and device breakage ("essure fragment migrated into the pelvic region") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of memory disturbance and vaginal cyst. The patient had a family history of migraine. Concurrent conditions were listed as balance difficulty, vertigo, carpal tunnel syndrome, low back pain, irregular periods, metrorrhagia, neck pain, urinary urgency, sleeplessness, abdominal pain, hot flashes and menses irregular with excessive bleeding. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation ("essure fragment migrated into the pelvic region"), metal poisoning ("cobalt and nickel poisoning, chronic diffuse pain, chronic fatigue, visual disturbance"), fatigue ("chronic fatigue"), photophobia ("visual disturbances (photophobia and loss of acuity)"), visual acuity reduced (" loss of acuity"), hypoacusis ("auditory disturbances (30% loss)"), irritable bowel syndrome ("irritable bowel syndrome"), oral candidiasis ("oral candidiasis"), paraesthesia ("lower limb paresthesia"), alopecia ("hair loss") and mixed anxiety and depressive disorder ("anxiety-depressive syndrome"). The patient was treated with surgery (on (B)(6) 2020 bilateral salpingectomy and resection of the right horn of the uterus). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, device breakage, metal poisoning, fatigue, photophobia, visual acuity reduced, hypoacusis, irritable bowel syndrome, oral candidiasis, paraesthesia, alopecia and mixed anxiety and depressive disorder were unknown. The reporter considered alopecia, device breakage, device dislocation, fatigue, hypoacusis, irritable bowel syndrome, metal poisoning, mixed anxiety and depressive disorder, oral candidiasis, paraesthesia, pelvic pain, photophobia and visual acuity reduced to be related to essure administration. The reporter commented: on (B)(6) 2021, resection of the right horn of the uterus for removal of essure fragment. According to psychologist, the patient reported: at the attentional level, the patient had difficulty in following and could regularly lose focus. In terms of language, she experienced a lack of words and difficulty in recalling people's names. These complaints appeared after the implantation. The patient noticed an improvement after the removal of essure, but it was short-lived. The patient stated that she was very affected by her physical and cognitive situation. She described a depressive state with a severe episode in 2019. Her morale was affected. The patient had difficulty falling asleep and experienced nocturnal awakenings. Waking up was difficult, and she got up feeling very tired. She had irritable bowel syndrome and oral candidiasis (related to essure). The patient was working part-time from (B)(6) 2022 to (B)(6) 2023. On (B)(6) 2023, a recognition as a disabled worker was granted for a period of 2 years. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: it did not find any fragments but bilateral pelvic phleboliths as well as an appendicular stercollith without associated mucocoele. [Hysterosalpingogram] in (B)(6) 2011: control showed good positioning of essure. [Magnetic resonance imaging] on (B)(6) 2019: early ligament degeneration and a carpal tunnel syndrome.; (date unknown): tenosynovitis of the radial extensor tendons, without any other significant anomaly. [Ultrasound scan] on (B)(6) 2019: without finding any venous or arterial disorders. [Ultrasound thyroid] on (B)(6) 2019: highlighted thyroid nodules with hypertrophy but without any suspicious characteristic. [X-ray] on (B)(6) 2019: suggested disc arthrosis of the last two levels, posterior apophyseal arthrosis, and canal stenosis, without certainty; on (B)(6) 2020: essure fragment migrated into the pelvic region based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic diffuse pain") and device breakage ("essure fragment migrated into the pelvic region") in a female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of memory disturbance and vaginal cyst. The patient had a family history of migraine. Concurrent conditions were listed as balance difficulty, vertigo, carpal tunnel syndrome, low back pain, irregular periods, metrorrhagia, neck pain, urinary urgency, sleeplessness, abdominal pain, hot flashes and menses irregular with excessive bleeding. On (B)(6) 2011, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criterion intervention required), device dislocation ("essure fragment migrated into the pelvic region"), metal poisoning ("cobalt and nickel poisoning, chronic diffuse pain, chronic fatigue, visual disturbance"), fatigue ("chronic fatigue"), photophobia ("visual disturbances (photophobia and loss of acuity)"), visual acuity reduced (" loss of acuity"), hypoacusis ("auditory disturbances (30% loss)"), irritable bowel syndrome ("irritable bowel syndrome"), oral candidiasis ("oral candidiasis"), paraesthesia ("lower limb paresthesia"), alopecia ("hair loss") and mixed anxiety and depressive disorder ("anxiety-depressive syndrome"). The patient was treated with surgery (on (B)(6) 2020 bilateral salpingectomy and resection of the right horn of the uterus). Essure was removed on (B)(6) 2021. At the time of the report, the outcomes for pelvic pain, device breakage, metal poisoning, fatigue, photophobia, visual acuity reduced, hypoacusis, irritable bowel syndrome, oral candidiasis, paraesthesia, alopecia and mixed anxiety and depressive disorder were unknown. The reporter considered alopecia, device breakage, device dislocation, fatigue, hypoacusis, irritable bowel syndrome, metal poisoning, mixed anxiety and depressive disorder, oral candidiasis, paraesthesia, pelvic pain, photophobia and visual acuity reduced to be related to essure administration. The reporter commented: on (B)(6) -2021, resection of the right horn of the uterus for removal of essure fragment. According to psychologist, the patient reported: at the attentional level, the patient had difficulty in following and could regularly lose focus. In terms of language, she experienced a lack of words and difficulty in recalling people's names. These complaints appeared after the implantation. The patient noticed an improvement after the removal of essure, but it was short-lived. The patient stated that she was very affected by her physical and cognitive situation. She described a depressive state with a severe episode in 2019. Her morale was affected. The patient had difficulty falling asleep and experienced nocturnal awakenings. Waking up was difficult, and she got up feeling very tired. She had irritable bowel syndrome and oral candidiasis (related to essure). The patient was working part-time from (B)(6) 2022 to (B)(6) 2023. On (B)(6) 2023, a recognition as a disabled worker was granted for a period of 2 years. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2022: it did not find any fragments but bilateral pelvic phleboliths as well as an appendicular stercollith without associated mucocoele. [Hysterosalpingogram] in (B)(6) 2011: control showed good positioning of essure. [Magnetic resonance imaging] on (B)(6) -2019: early ligament degeneration and a carpal tunnel syndrome.; (date unknown): tenosynovitis of the radial extensor tendons, without any other significant anomaly [ultrasound scan] on (B)(6) 2019: without finding any venous or arterial disorders. [Ultrasound thyroid] on (B)(6) 2019: highlighted thyroid nodules with hypertrophy but without any suspicious characteristic. [X-ray] on (B)(6) 2019: suggested disc arthrosis of the last two levels, posterior apophyseal arthrosis, and canal stenosis, without certainty; on (B)(6) 2020: essure fragment migrated into the pelvic region quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-jun-2024: quality safety evaluation of ptc. 19-jun-2024: health authority reference number added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.